Event description:
The pump was returned for investigation. Investigation revealed that the display was pink, battery compartment was cracked and battery cap threads were stripped. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: power on resets observed in the black box. The battery compartment is cracked from threads to case seal. The returned battery cap has stripped threads and is unable to secure to the pump, rebooting was duplicated with returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to exercise the pump for 24hr duration test; no power issues was duplicated using the new test battery cap. Visible corrosion observed in the battery compartment. Pump fails leak test with battery compartment leak. Pump cover was removed; no evidence of internal moisture observed on the pcb or internal components. No loose components or intermittent connections were observed. A pinkish contrast was observed on the display screen. The audio bolus button cover was observed to be torn. The button is responsive to user presses. Evaluation revealed the internal clock battery on the pcb board had failed. The ok symbol was worn. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). (B)(4).